Event description:
It was stated that the customer was hospitalized for high blood glucose levels. The call got disconnected. Called back several times to complete the troubleshooting, but there was no answer. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusions can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.